Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump and was designated with malf 0 code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to use a backup insulin pump to ensure insulin delivery remains uninterrupted, and a replacement pump with updated software was sent to the customer. The customer was instructed on how to put the pump into storage mode and return it to the company using a pre-paid shipping label, which they acknowledged and understood. Additionally, steps were explained to the customer for the setup of the replacement pump upon its arrival.